Event description:
A distributor reported a malfunction related to a customer's insulin pump, coded as malfunction 12-0x2071. There was no information available regarding the customer's blood glucose level. Reportedly, customer reverted to using an alternate method of insulin therapy.